Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor auto-zero failed. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The authorized service provider (asp) confirmed the reported problem and discovered that a carbon dioxide repeat inhalation alarm occurred. The asp booted into diagnostic mode, checked the alarm logs, and found a 1203 gas module failure error code according to the maintenance manual. The asp replaced the gas module to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00150. All information from the original report(s) has been transferred to this report.